Event description:
The screw did not fit into the plate. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The macroscopic examination has shown that the positioning groove is expanded and damaged; therefore the proper function is not ensured. The implant was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that dhs/dcs@ screw was manufactured in may 2011 in compliance with the specifications. No complaint related issues were found. In order to prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw, which is guided through the wrench. No product fault could be detected.